Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to low blood glucose levels, with a reading of 21 mg/dl. The customer stated that her friend found her unconscious and called the paramedics. The perceived cause of the event was that the customer had been working too hard as well as other medical issues she has been dealing with. Troubleshooting was performed. Found that the customer has been priming the insulin pump while she is connected to the infusion set. Corrected the customer's technique. The customer also stated that she wears the insulin pump during all medical procedures except for MRI scans. Advised the customer not to expose the insulin pump to such procedures. The customer stated that she was unable to continue troubleshooting due to all of the stress she is under. Nothing further was reported.